Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The device was returned for evaluation. The pump could not be tested as it was returned with the cannula cut in half while the other half remained in the sheath. Data logs were reviewed and do not indicate any biomaterial interactions. However, clinical information states the pump was implanted again after difficult insertion. The pump began experiencing low flow accompanying positioning alarms, as it was most likely in the improper position. Therefore, the root cause of the positioning issue was use related. Added-d9 device return date d4-updated model number

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support due to not tolerating coming off bypass well. The impella 5.5 was not able to deliver more than 0.5lpm of support at p-2. Anything above p-2 resulted in a pump output of 0lpm. A clot was suspected and the pump was removed.